Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The customer called on (B)(6) 2015 to report a false negative result when using vidas ® pc computer hp rp5700. The test in question was lyme total (lyt), results were 0.00 and the rfv was 0 or -1. Customer reported results were provided to the physician, no delay.